Event description:
Caller states the patients blood glucose tested 90mg/dl on inform system 1 and 305 mg/dl on inform system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform system 2. Reference medwatch with a1 patient for suspect device in inform system 1.